Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer for evaluation and the customer¿s complaint was confirmed. The device's system board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer for evaluation and the customer¿s complaint was confirmed. The device's system board needs to be replaced to address the issue. In this report, corrected describe event or problem is updated: the manufacturer reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint were confirmed. The device's system board needs to be replaced to address the issue. In the previous report, section in box d: device serviced by 3rd/device avail, section in box h: evaluation method code and section in box b: describe event or problem was incorrect. It has been updated/corrected in this report.